Event description:
The sales representative reported on behalf of the customer that the (B)(6), ancr tissue retrieval system, 10mm, 175ml (5/bx), was being used during an unknown procedure on (B)(6)2023 when it was reported, ¿specimen was placed into bag laparoscopically and when the surgeon attempted to remove the bag from the abdomen of patient, the bag ripped. The bag continued to tear into pieces whenever grasped by instruments. No obvious defects were noted prior to use.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed as planned with a 10-minute delay. Further assessment questioning found that ¿the product did break during surgery, on insertion into the abdomen. It was described as ¿disintegrating¿ in little pieces. These pieces were fully retrieved and done so using a grasper-type device.¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding 28 devices, for this device family and failure mode. During this same time frame (B)(6)devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: not deploy or retract the anchor tissue retrieval system while the distal end of introducer remains inside a trocar as it may adversely affect performance. Care should be taken when using sharp and electro-surgical devices. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx), was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿specimen was placed into bag laparoscopically and when the surgeon attempted to remove the bag from the abdomen of patient, the bag ripped. The bag continued to tear into pieces whenever grasped by instruments. No obvious defects were noted prior to use.¿ there was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed as planned with a 10-minute delay. Further assessment questioning found that ¿the product did break during surgery, on insertion into the abdomen. It was described as ¿disintegrating¿ in little pieces. These pieces were fully retrieved and done so using a grasper-type device.¿ this report is being raised due to the reported malfunction with potential for injury upon reoccurrence.